Event description:
The facility representative reported a flogard infusion pump that alarmed failure code 38. It is unknown at which process step that this event occurred. There was no patient involvement, injury or medical intervention related to this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The reported condition was confirmed during on-site device evaluation. The force sensing resistors were found to be damaged and were replaced to resolve the reported condition. If additional relevant information becomes available, a follow-up MDR will be submitted.